Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause can be attributed to use error due to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/20/2024, it was reported by a sales representative via (B)(4) that (2) ar-8750-03 driver shafts broke. This occurred during use in a case on (B)(6) 2024 . No additional information was provided, and additional information has been asked.